Event description:
It was reported that patient had a revision due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 66300210, lot # hizz, description: dcon std beaded fem lft s; cat # 6632-3-610, lot # lomh, description: duracon universal b/p non-beaded; cat # 6642-2-050, lot # xwena, description: dura duration all poly pat sm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6)in height. An event regarding infection involving a dura duration a/p tib sm 13 was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient had a revision due to infection.